Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to post hysterectomy vaginal prolapse. It was reported that patient underwent a mesh revision on (B)(6) 2010 and (B)(6) 2011 and on (B)(6) 2010 patient underwent a mesh revision with partial vaginectomy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.